Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for evaluation, but has not yet been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the cord of the subject device was damaged, the video connector was loose, and the image would disappear. There was no patient or user injury reported due to these issues. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being submitted for the image disappearing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated. The evaluation uncovered a cable unit that was severely bent and a partial image that was noisy. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure (partial/noisy image). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the video function was not working properly as a result of the damaged cable. The cause of the damage was not determined. Olympus will continue to monitor field performance for this device.